Event description:
The customer reported that the images on the system were bright and dark and there was a loss of pt directory. The procedure was completed without injury to the pt.

Manufacturer narrative:
The problem was intermittent. The ge service rep could not duplicate the problem. The error logs displayed that ffb pcb dropped off line. He verified +5.10vdc on pcb and verified the interconnect cable and arc net wires. The customer is going to replace the ps2 power supply and interconnect cable. They will monitor the system. The unit is fully functional and operating as intended.